Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture (loc). Technical services (ts) suspects ra lead integrity issues and recommended clearing the associated pacemaker counters for a better understanding of current device function such as av search success percentages and to bring the patient into clinic to assess ra lead. No adverse patient effects were reported. The pacemaker remains implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).